Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor gold. However moisture damage found on the motor home switch. Pump passed rewind, basic occlusion and displacement tests. No motor error alarm noted. The insulin pump has cracked case at display window corner, reservoir tube lip and minor scratched display window.

Event description:
Customer reported a motor error alarm that occurred during a bolus. The blood glucose reading was 400 mg/dl. He stated that the insulin pump was not exposed to a strong magnetic field or MRI. He stated that he was able to rewind the insulin pump. Nothing further was reported.